Manufacturer narrative:
Block b3 (date of event): date of event was approximated to 02/02/2010 (implant date) as no event date was reported. Block e1: this complaint was reported by the patient's lawyer. The device was implanted at (B)(6) hospital, randwick, nsw, australia by dr.(B)(6). Block h6: patient code e2006 captures the reportable event pf erosion. Impact code f19 captures the reportable event of surgery. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx halo system was implanted into the patient on (B)(6), 2010. As reported by the patient's attorney, the patient experienced urinary incontinence and underwent a revision surgery on august 17, 2010 due to an eroded obtryx tape. Boston scientific has been unable to obtain additional information regarding the event to date.

Manufacturer narrative:
Blocks b5 and h2: patient and impact codes have been updated based on the additional information received on january 5, 2023. Correction to section e, blocks b3 and g2 report source. Block b3: the exact event onset date is unknown. The provided event date of august 17, 2010 was chosen as a best estimate based on the date of the first revision surgery. Block e1: this complaint was received as litigation from a legal source in australia. The device was implanted at eastern suburbs private hospital, randwick, nsw, australia by dr. (B)(6). Block h6: patient codes e2006 and e2330 capture the reportable events of erosion and mesh pain. Impact code f1905 captures the reportable event of mesh revision surgeries.

Event description:
It was reported to boston scientific corporation that an obtryx halo system was implanted into the patient on (B)(6) 2010. The patient underwent a revision surgery on (B)(6) 2010 due to an eroded obtryx tape. On (B)(6) 2018, the patient underwent another surgery to remove her transobturator mesh due to mesh pain.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2010 (implant date) as no event date was reported. (B)(6). (B)(4). The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx halo system was implanted into the patient on (B)(6) 2010. As reported by the patient's attorney, the patient underwent a revision surgery on (B)(6) 2010 due to an eroded obtryx tape. Boston scientific has been unable to obtain additional information regarding the event to date.